Event description:
On september 23, 2008, the lay user/patient contact lifescan (lfs) alleging that a onetouch profile meter "does not turn on." The complaint was classified based on the customer service representative (csr) documentation. The patient tests her blood glucose three times a day and manages her diabetes with pills, diet and exercise. At an unknown time on the event date, the patient stated that her meter would not turn on and as a result, the patient reportedly did not make any changes in regards to her diabetes regimen. At an unspecified time after the reported issue, the patient reportedly experienced these symptoms: blurry vision and sweat. Despite the alleged symptoms, the patient claimed that she did not seek medical intervention or tested her blood sugar on any other devices. At troubleshooting, it was discovered that the meter was not a new out of box product and there was no meter trauma. The condition of the battery was good and the battery was replaced following the owner's manual's instructions. The patient's products have been replaced. This complaint is being reported as MDR reportable due to the following conclusions: the alleged issue was not resolved with troubleshooting. The patient's reported symptoms can be associated with the hypoglycemia or hyperglycemia and it reportedly developed after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.